Event description:
It was reported that the device was heating up and smelled like it was burning. Customer stated device was used when removing a cast. There were no adverse consequences to either user or patient.

Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. The record will be updated when the evaluation is complete.